Event description:
It was reported that a pump displayed the message no disposable, clamp tubing when the cassette was being changed. Another cassette was immediately made and attached on the back up pump. Infusion was continued without disruption. During troubleshooting with the pump, the patient gave herself a bolus dose and felt unwell afterward. The patient does not know how she did this. The pump rate was confirmed to be 44ml/24hr on the pump. There was no medical intervention. The patient's infusion is life sustaining. The product fault did not occur while in use with the patient. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: customer response (B)(6). 2022. Addition information received: it was reported that patient confirmed that the defective pump is available for return; pharmacy is facilitating. Cassette is not available for return. No tracking info available. No medical intervention was needed, the event outcome was: resolved.